Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: event date is unknown. H6 coding belongs to the leads. G2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a shocking sensation. The manufacturer representative (rep) received the files of a patient who experiences a short circuit when the implanted neurostimulator (ins) is turned on. In the past few weeks, the patient felt 9-10 instances of what seems to be a short circuit occurring near the leads in their back. The patient feels the electrical current very intensely, and this sensation lingers for a while, leaving them needing some time to recover. This happens at random moments and in different positions. After the last occurrence, the patient turned off the ins until their hospital visit last week. The rep asked technical services (ts) if they could see anything in the reports indicating when this happened and possibly identify a cause, and if it could be caused by the two leads coming into contact with each other. Ts was not finding cause back in the reports. Based on the session report, all the impedances are within range, which indicates that there isn't an obvious impedance issue causing the patient's symptoms. However, pinpointing the cause of the issue remains challenging. Regarding the observation that the leads are touching each other: if two leads are in contact, the current from one lead might follow the path of least resistance and enter the electrodes of the other lead. This could alter the stimulation pattern unpredictably. For this reason, it is generally not recommended for leads to touch each other. It was asked if the leads have always been in contact, or is this a recent development? The issue has not resolved.

Manufacturer narrative:
H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had their appointment. In all likelihood the leads come in contact with each other, causing the shocking sensation. The ins has been reprogrammed to avoid those contacts, and the patient does not have the shocking sensation anymore. The issue has been resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 2028-08-29, UDI#: (B)(4), implanted: (B)(6) 2025 , product type lead; product ID: 977a275, serial/lot #: (B)(6), ubd: 2028-01-25, UDI#: (B)(4), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a nurse via the rep. It was reported that it was unknown when the shocking sensation first occurred. The cause of the issue was not determined. There were no recent events linked to these symptoms. The patient did not experience similar symptoms when the ins was turned off. It was unknown if palpating over the ins system provoked the same sensation. The hcp checked for possible lead migration, but there was no difference in lead position. Reprogramming stimulation on the other lead did not resolve the issue. A new appointment was made, but the date was unknown. No further actions were taken or planned to resolve the issue. If was noted that this information was confirmed/provided by the physician.